Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging his one touch ultralink meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The reporter stated the alleged power issue began on (B)(6) 2013, at 8:00 p. M. The patient manages his diabetes with insulin (humalog, self adjuster). On (B)(6) 2013, at 7:52 p. M., the patient stated he took a decrease dose of medication (humalog, 1.2 units) in response to the alleged issue. The patient reported, ¿a day or two¿ after the alleged issue occurred, he began to develop ¿a very bad taste in the mouth and blurred vision¿. The patient denied receiving any medical treatment. At the time of troubleshooting, the cca documented that there was no misuse of the product. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.